Event description:
The device was used during a low anterior resection. The device was used to perform the anastomosis of the rectum to proximal bowel. A loud crunch was not heard when the device was fired. The device was difficult to open and remove. No tissue was cut and no staples were observed in tissue or in the instrument. A second device was opened, inserted and fired to complete the anastomosis. There was no consequence to the pt.